Event description:
It was initially reported that the pts device had overdischarged due to education issues. The pt had not recharged for over 4 months. Further info indicated that the device was replaced due to the inability to charge. The battery had depleted. Upon interrogation after the replacement, there was excellent function. There were no injuries.

Manufacturer narrative:
(B)(4).